Manufacturer narrative:
Device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (will not power on / tapping sound) was investigated. As received, the charger was unable to power on. Upon evaluation, the power supply was defective with varying output. The cause of the tapping sound and inability to power on is the defective power supply. The root cause of the defective power supply cannot be positively identified. No adverse event resulted from the defective power supply.

Event description:
A us distributor contacted zoll to report that a patient's charger was emitting a steady tapping sound and would not power on.